Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customer reported via phone call that emergency medical service was dispatched due to low blood glucose on (B)(6) 2022 with unknown blood glucose value later the blood glucose went up to 50 mg/dl. The customer's current blood glucose is 256 mg/dl. The customer was treated with glucagon and food. Customer was on auto mode. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that insulin pump was over delivering. Troubleshooting was performed. No further patient complications were reported. The insulin pump will not be returned for analysis. Correction: this case is for the (B)(6) 2022 event. Please see case-(B)(4) for the (B)(6) 2022 event. Customer reported that paramedics were dispatched for a low blood glucose on (B)(6) 2022. She was treated with glucagon and food. She was alleging over delivery. Incident blood glucose value and current blood glucose value were not given. Pump was used at the time of the incident. Auto mode was not used. Customer also mentioned going to bed and pump over delivering insulin and her having a low on (B)(6) 2022. Ambulance took her to the hospital and she was hospitalized for the low. Customer had treated the low with food, dextrose 50, and glucagon. Customer is a brittle diabetic and goes from high to low very fast. Pump returned for analysis under case (B)(4).